Event description:
The customer initially reported that their device had lost its configuration from a coin cell battery replacement. After an initial evaluation by physio-control, it was observed that the device would charge defibrillation energy, but would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. After the evaluation of the device, the customer declined repair and wants the device returned, unrepaired. Physio-control is unable to determine the cause of the reported failure at this time.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4): physio-control evaluated the device and verified the reported failure. After the evaluation of the device, the customer declined repair and wants the device returned, unrepaired. Physio-control is unable to determine the cause of the reported failure at this time. The initial medwatch report should have indicated: (B)(4): physio-control evaluated the device and observed the reported defibrillation energy issue. After the evaluation of the device, the customer declined further repair and wants the device returned, unrepaired. After the customer received the device back from physio-control, they observed that the flex cable assembly, which connects the biphasic to therapy pcb assemblies, was disconnected. The disconnected cable assembly would lead to the reported issue of delivering defibrillation energy. After reconnection of this flex cable assembly, the customer observed proper device operation through functional and performance testing. The device has been returned to service for use. It is likely that the cable assembly was disconnected from an unrelated repair (the initially reported coin cell battery replacement) and never reconnected appropriately.